Event description:
The box for this aa4204vl silicone plate lens was returned without previous allegation of product problem. The lens accountability form was attached which stated "lens tore bag upon insertion - it was removed and a vitrectomy was performed; 3-piece lens in sulcus". Aditional info has been requested from the user facility, but none has been forthcoming.